Event description:
It was reported that an exactamix 1000 ml eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bag leaked from the administration port after the bag was filled with medicine before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h4, h6, h11. H4: the lot was manufactured between may 24, 2023 and may 25, 2023. H11: the actual device and a video of the sample were provided for evaluation. Visual inspection of the video observed a leakage from the administration spike port. However, visual inspection of the actual sample did not show any abnormalities that could have contributed to the reported condition. Functional leak testing was performed and a leak was observed from the administration spike port bonding area. The reported condition was verified. The cause of the condition could not be determined; however, is most likely due to inadequate or lack of cyclohexanone being applied to the spike port connector when it was inserted to the spike port tubing during manufacturing. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.